Manufacturer narrative:
Qc after the event was within the lab's established ranges but one level was low. A field service engineer (fse) went on-site and found that the glucose (glu) cup module's temperature was low and erratic when trying to adjust it. Fse replaced the glu module.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 2 erroneously low glucose (glu) results when comparing in duplicate mode. There was no death, injury or change to patient treatment attributed to or connected with this event.